Manufacturer narrative:
This report is being submitted for correction to initiator that the contact person occupation. Following fields are updated: e2, e3. In addition, g2 inadvertently checked "health professional" on the initial report.

Event description:
The customer reported to olympus that when the single use electrosurgical knife was removed from the scope in the middle of an endoscopic submucosal dissection case in the stomach, the tip came off. The new knife was used to complete the procedure. The physician said that it does not seem to have fallen into the patient's body, but its whereabouts are unknown. Pre-use inspection was performed. The high frequency setting value and output mode are unknown. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection confirmed that the tip was detached, and the detached tip was not returned for investigation. The adhesive agent used to connect the tip was applied all around the distal end of the electrode. The amount of adhesive agent applied was appropriate. The adhesion of scorch was observed around the cutting knife electrode. There were no abnormalities on the other portion, such as the insertion portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured.   Based on the condition of the subject device and the result of the investigation, a likely mechanism causing the tip detachment might be the following: 1) due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output is set too high. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease.  3) a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the reasons for spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. This issue is addressed in the instructions for use (IFU): 1. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. 2. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. 3. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor the field performance of this device.